Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device would not give a "test ok" message while performing the 200j self test. The complainant indicated that there was no pt involvement in the reported failure.